Event description:
Information received by medtronic indicated that the infusion set was leaking. Customer had hyperglycemia. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11 j retainer ring = clear customer returned pump for alleged high bgs found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, active current test, and self test. The pump passed the displacement accuracy test at 0.0876 inches. The pump failed the sleep current test. Test p-cap and reservoir locked properly into the reservoir compartment however, damage to the retainer ring was noted during visual inspection. Pump was cut open to perform visual inspection and found evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. Swapping out pcba 1 with a pcba 1 test board confirms high sleep current measurement isolated to pcba 1. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, missing display window/cover, stained keypad overlay, cracked retainer, and corroded battery tube. Unable to verify customer's complaint for high bgs. Retainer ring damage was confirmed. High sleep current measurement was confirmed problem isolated to pcba 1 currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.